Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2008; 4193 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was far field r-wave (ffrw) oversensing observed with suspected loss of sensing. It was further reported the atrial lead exhibited high thresholds. Additional information obtained reported the patient has chronic atrial undersensing with far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.